Manufacturer narrative:
Result: footboard drawer cable and litter cord signal coil broken at connection.

Event description:
It was reported by service report that the bed's footboard connection was broken. No patient involvement or adverse consequences are reported.